Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV, and exchange from textured to smooth due to patient's concern with the product. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. The device has been explanted.